Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the plunger of the syringe leaks fluid while searching for the epidural space, making it difficult, or impossible, to feel the expected loss of resistance. All five devices were lor syringes, and they were used on the same patient. There was no reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger of the syringe leaks fluid while searching for the epidural space, making it difficult, or impossible, to feel the expected loss of resistance. All five devices were lor syringes, and they were used on the same patient. There was no reported injury.